Manufacturer narrative:
The anchors were discarded. The x-ray imaging provided confirm the reported lead migration. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes." The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of the risks.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in pain relief. X-ray imaging confirmed lead migration. A lead revision procedure was completed to reposition the leads and replace the anchors.